Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 18-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D31455 , d40626) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("heavy periods"), dysmenorrhoea ("painful periods"), coital bleeding ("bleeding after intercourse"), nausea ("nausea"), loss of libido ("loss of libido"), back pain ("backache (pain in l4), tailbone"), burning sensation ("burning sensation in the body"), arthralgia ("joint pain (hip)"), neck pain ("neck pain"), musculoskeletal stiffness ("muscle stiffness"), myalgia ("muscle pain - impossible to walk for a long time at times, difficulty climbing stairs, difficulty sitting for a long time, holding a book during prolonged reading"), disturbance in attention ("difficulty concentrating"), migraine ("persistent migraines"), hyperacusis ("difficulty coping with noise"), limb discomfort ("feeling of heavy legs"), cardiovascular disorder ("poor blood circulation"), abdominal distension ("bloating, stomach swelling"), flatulence ("flatulence"), gastrointestinal motility disorder ("irregular bowel movements (diarrhoea, constipation)"), peripheral swelling ("swelling of feet and hands"), fatigue ("chronic fatigue") and insomnia ("disturbed sleep - impossible to sleep without sleeping pills"), 8 months after insertion of essure. In (B)(6) 2016, the patient experienced fibromyalgia ("fibromyalgia"). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, coital bleeding, nausea, loss of libido, back pain, burning sensation, arthralgia, neck pain, musculoskeletal stiffness, myalgia, disturbance in attention, migraine, hyperacusis, limb discomfort, cardiovascular disorder, abdominal distension, flatulence, gastrointestinal motility disorder, peripheral swelling, fatigue, insomnia and fibromyalgia had not resolved. The reporter provided no causality assessment for abdominal distension, arthralgia, back pain, burning sensation, cardiovascular disorder, coital bleeding, disturbance in attention, dysmenorrhoea, fatigue, fibromyalgia, flatulence, gastrointestinal motility disorder, hyperacusis, insomnia, limb discomfort, loss of libido, menorrhagia, migraine, musculoskeletal stiffness, myalgia, nausea, neck pain, pelvic pain and peripheral swelling with essure. The reporter commented: period of onset: since 8 months after the insertion of tubal implants. Following the insertion of "essure" tubal implants, I noted a deterioration of my general state of health. Despite describing my symptoms at my gynaecological check-ups, nothing was taken seriously. Patient¿s current status: pelvic pain, painful and heavy periods, bleeding after intercourse, nausea, loss of libido, backache (pain in l4), burning sensation in the body, joint pain (hip, back, tailbone), neck pain, muscle stiffness, muscle pain, impossible to walk for a long time at times, difficulty climbing stairs, difficulty sitting for a long time, holding a book during prolonged reading. Difficulty concentrating, persistent migraines, difficulty coping with noise, feeling of heavy legs, poor blood circulation, bloating, stomach swelling, flatulence, irregular bowel movements (diarrhea, constipation), swelling of the feet and hands, chronic fatigue, disturbed sleep, impossible to sleep without sleeping pills. Actions taken to treat the patient in the healthcare facility: the rheumatologist thinks that all of this comes from fibromyalgia that started soon after the insertion of the implants. I have done many exams to explain my ailments (x-ray, CT scan, magnetic resonance imaging, scintigraphy, blood draw, electrocardiogram, doppler ultrasound, pelvic ultrasound : all are normal. Diagnostic results (normal ranges are provided in parenthesis if available): blood test on an unknown date: unremarkable. Computerised tomogram on an unknown date: unremarkable. Electrocardiogram on an unknown date: unremarkable. Gynaecological examination on an unknown date: no serious results. Magnetic resonance imaging on an unknown date: unremarkable. Radioisotope scan on an unknown date: unremarkable. Ultrasound doppler on an unknown date: unremarkable. Ultrasound abdomen on an unknown date: unremarkable. X-ray on an unknown date: unremarkable. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 27-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D31455 , d40626) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("heavy periods"), dysmenorrhoea ("painful periods"), coital bleeding ("bleeding after intercourse"), nausea ("nausea"), loss of libido ("loss of libido"), back pain ("backache (pain in l4), tailbone"), burning sensation ("burning sensation in the body"), arthralgia ("joint pain (hip)"), neck pain ("neck pain"), musculoskeletal stiffness ("muscle stiffness"), myalgia ("muscle pain - impossible to walk for a long time at times, difficulty climbing stairs, difficulty sitting for a long time, holding a book during prolonged reading"), disturbance in attention ("difficulty concentrating"), migraine ("persistent migraines"), hyperacusis ("difficulty coping with noise"), limb discomfort ("feeling of heavy legs"), cardiovascular disorder ("poor blood circulation"), abdominal distension ("bloating, stomach swelling"), flatulence ("flatulence"), gastrointestinal motility disorder ("irregular bowel movements (diarrhoea, constipation)"), peripheral swelling ("swelling of feet and hands"), fatigue ("chronic fatigue") and insomnia ("disturbed sleep - impossible to sleep without sleeping pills"), 8 months after insertion of essure. In (B)(6) 2016, the patient experienced fibromyalgia ("fibromyalgia"). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, coital bleeding, nausea, loss of libido, back pain, burning sensation, arthralgia, neck pain, musculoskeletal stiffness, myalgia, disturbance in attention, migraine, hyperacusis, limb discomfort, cardiovascular disorder, abdominal distension, flatulence, gastrointestinal motility disorder, peripheral swelling, fatigue, insomnia and fibromyalgia had not resolved. The reporter provided no causality assessment for abdominal distension, arthralgia, back pain, burning sensation, cardiovascular disorder, coital bleeding, disturbance in attention, dysmenorrhoea, fatigue, fibromyalgia, flatulence, gastrointestinal motility disorder, hyperacusis, insomnia, limb discomfort, loss of libido, menorrhagia, migraine, musculoskeletal stiffness, myalgia, nausea, neck pain, pelvic pain and peripheral swelling with essure. The reporter commented: period of onset: since 8 months after the insertion of tubal implants. Following the insertion of "essure" tubal implants, I noted a deterioration of my general state of health. Despite describing my symptoms at my gynaecological check-ups, nothing was taken seriously. Patient¿s current status: pelvic pain, painful and heavy periods, bleeding after intercourse, nausea, loss of libido, backache (pain in l4), burning sensation in the body, joint pain (hip, back, tailbone), neck pain, muscle stiffness, muscle pain, impossible to walk for a long time at times, difficulty climbing stairs, difficulty sitting for a long time, holding a book during prolonged reading. Difficulty concentrating, persistent migraines, difficulty coping with noise, feeling of heavy legs, poor blood circulation, bloating, stomach swelling, flatulence, irregular bowel movements (diarrhea, constipation), swelling of the feet and hands, chronic fatigue, disturbed sleep, impossible to sleep without sleeping pills. Actions taken to treat the patient in the healthcare facility: the rheumatologist thinks that all of this comes from fibromyalgia that started soon after the insertion of the implants. I have done many exams to explain my ailments (x-ray, CT scan, magnetic resonance imaging, scintigraphy, blood draw, electrocardiogram, doppler ultrasound, pelvic ultrasound : all are normal diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: unremarkable. Computerised tomogram - on an unknown date: unremarkable. Electrocardiogram - on an unknown date: unremarkable. Gynaecological examination - on an unknown date: no serious results. Magnetic resonance imaging - on an unknown date: unremarkable. Radioisotope scan - on an unknown date: unremarkable. Ultrasound doppler - on an unknown date: unremarkable. Ultrasound abdomen - on an unknown date: unremarkable. X-ray - on an unknown date: unremarkable. Batch no d31455, expiration date 2017-11-28, manufacture date:2014/11. Batch no d40626, expiration date 2017-12-28, manufacture date:2014/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.